Event description:
The customer's husband reported via phone call that the customer visited emergency room due to low blood glucose. The customer¿s blood glucose level was 24 mg/dl at the time of incident. The customer was not responding and had foam in mouth and seizing. It was unknown if the customer was using auto mode or not at the time of incident. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to the summary has been updated and provided with this report in section b5.

Event description:
Customer was the one reporting the incident. Customer reported that she was combatting lows with recent job change. However, she was uncertain what led to the low event. She had a low blood glucose of 24mg/dl in the fall of 2021. She was not responsive but husband said she was foaming at the mouth and seizing, which woke him up and he called 911. She was in the hospital for a few hours. Incident date is oct 1, 2021 per sap for pump (chosen since no specific incident date was given). Pump was used at the time of the incident. It is unknown if sensor was used. It is unknown if auto mode was used.